Manufacturer narrative:
1. DHR/bhr review lot#2137709 1-the products of this batch were assembled at intima ii auto line 4 in june 2022, and packaged at cfs package line in june 2022. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 800mm simulated clinical leakage test, and no leakage is found at the septum. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defect status of the complained sample can be identified, the root cause of the leakage at the septum cannot be determined. The plant will continue to track and trend the issue.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y18gax1.16in prn/ec slm leakage at septum. (B)(6) 2024 nurse took out a closed IV needle to perform a preoperative puncture on a patient, and after successful puncture, blood was found to be coming out of the back end of the needle, which was immediately removed, replaced with a new closed IV needle, re-retained, and replaced with a new needle that worked normally without harm to the patient, and the provider was notified.